Event description:
Related manufacturer reference number: 2017865-2022-01884. It was reported that the patient presented in clinic for follow up. Device interrogation revealed dislodgment, loss of capture, r-wave amplitude variation, and high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The replacement rv lead was found to have high capture thresholds, low pacing impedance, and an issue with the lead helix. The physician then elected to use a different rv lead for the replacement. The patient condition is stable.

Manufacturer narrative:
The reported events were helix mechanism issue, high capture threshold, and low pacing impedance. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix extended and clogged with blood. After cleaning, the helix could be retracted and extended by applying torqued directly to the connector pin. The full helix length measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of high capture threshold and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.